Event description:
A us distributor returned monitor sn (B)(4) indicating that it would not power on.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the device failed incoming functionality testing. Upon eval there was corrosion on the connectors j501 and j502 on the table board. The root cause of the corrosion cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective monitor.